Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a manufacturing representative regarding a patient who was receiving bupivacaine 40 mg/ml at 12.993 mg/day via an implantable infusion pump for non-malignant pain and degenerative disc disease. It was reported that the pump stalled. The patient felt an increase in pain and was not feeling well overall. The patient's symptoms could not be described more specifically than that. The patient heard the critical alarm go off, but thought it was her phone at first until she figured it out. There was no MRI, emi or other factors that may have led or contributed to the issue. It was noted telemetry was performed, and the logs indicated a motor stall occurred on (B)(6) 2016 at 13:28 and recovered on (B)(6) 2016 at 04:19. The pump stalled again on (B)(6) 2016 at 05:25 with no stall recovery noted. No actions/interventions have been performed, but a pump explant was to be scheduled soon. The issue was not resolved at the time of this report. Other medications the patient was taking at the time of the event were unable to be obtained. There patient's medical history was listed as none. The patient's status was reported as "alive-no injury." It was noted surgical intervention was planned, but not yet scheduled. The event date was noted as (B)(6) 2016. As of (B)(6) 2016 the pump was delivering bupivacaine 30 mg/ml at 13.008 mg/day. As of (B)(6) 2016, the pump was delivering bupivacaine 40 mg/ml at 12.993 mg/day.

Manufacturer narrative:
The pump was returned for analysis and analysis of the pump found gear train anomalies of corrosion, wear or lubrication and stalls due to shaft bearing.

Manufacturer narrative:
Conclusion code was updated.

Event description:
Additional information received reported the pump continued to alarm even though the healthcare provider set the pump to minimum rate. The patient was electing to not have the pump replaced. The pump off code was provided. Information received from the patient further reported that circumstances that led to confusing the critical pump alarm with their phone was that the patient¿s phone was always on the patient and the patient knew something was going off every ½ hour. Then the phone wasn¿t near the patient and the sound went off. The patient couldn¿t remember what the critical and the non-critical pump alarms sounded like and could not locate the ¿sample¿ on the website.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.